Event description:
While opening an unopened bag of syringes, consumer alleges they stuck their finger with a syringe that was uncapped. Went to the hospital for tetanus shot. Claims they developed neuropathy from the stick.